Manufacturer narrative:
Went to the field for additional information. This report will be updated when new information is received.

Event description:
Boston scientific received information that this patient felt short of breath, went into cardiac arrest and needed to be externally rescued. At the hospital the physician alleged that a tachy event caused the patient's syncope and the device did not respond. A device interrogation was performed and there were no episodes stored in the logbook. The device had a two zone setup vt170. It was noted that the patient is pacemaker dependent. The field representative checked the thresholds and all chambers were good. There were no r waves because patient was paced at vvi 30. Right ventricular (rv) lead impedances have been stable in the 400's. It was reported that the patient has atrial fibrillation but they do not understand why the patient went syncopal. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Additional information from the field reports that no programming changes have been made at this time. The patient's physicians are conferencing to decide which steps to take next. They are also trying to figure out if the non bsc lead implanted may be involved in this issue. Lastly, they are trying to decide if this is patient condition related or device related. If further information is received this report will be updated.

Manufacturer narrative:
Additional information from the boston scientific field representative has been received. Since the last incident the patient has not felt well. The non boston scientific right ventricular (rv) lead had been monitored and seen noise and pacing inhibition. The physician decided to perform an rv lead revision and choose to electively upgrade this cardiac resynchronization therapy defibrillator (crt-d). When the non bsc rv lead was explanted it was noted to have insulation damage. The device had some set screw loosening difficulty which was later attributed to the physician mistakenly not loosening both set screws. A new boston scientific rv lead and crt-d have been implanted. No additional adverse patient effects were reported.